Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited loss of capture, which triggered a non-sustained right ventricular oversensing (nsrvo) alert. The patient's device was reprogrammed on (B)(6) 2022, and they were described as stable.